Manufacturer narrative:
At this time, the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific received information that the patient with this implantable right ventricular (rv) defibrillation lead presented with cardiac tamponade. It was suspected the rv lead had perforated and was detected by a CT study. The lead was explanted and successfully replaced. No additional adverse patient effects have been reported.